Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 18 mg/dl. Customer was treated with food. Customer was experiencing low blood glucose for 3 months. Customer was admitted to the hospital 4 weeks ago does not know the specific date. Customer's blood glucose at the time of admission was 40 mg/dl when she got to the hospital. Customer was given orange juice and a sandwich. Customer blood glucose went up to 130 mg/dl and was discharged. Customer was wearing the pump at time of hospitalization. Customer stated that the pump is over delivering. Customer was advised that pump will be replaced. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised to monitor blood glucose until replacement arrives.

Manufacturer narrative:
The insulin pump received with the operating currents within specifications and passed the self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The insulin pump was also programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts and were verified in the daily total screen. No delivery anomaly, bolus anomaly or basal anomaly noted during our testing. The insulin pump was able to download to carelink pro software without any errors. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
The pump passed the delivery accuracy test.